Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 24-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via a manufacturer representative that the patient had a slip on a treadmill in march. They didn¿t fall, but he caught himself harshly. After this, stim stopped working. An x-ray on (B)(6) 2020 indicated the lead slipped caudally from top of t9 to bottom of t10. The rep tried to do a modified programming in hopes of helping, but the patient will most likely need a revision by neurosurgery.